Event description:
The customers observed biased results and condition codes on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was no report of patient harm as a result of these events.

Manufacturer narrative:
The information provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. (B)(4). Troubleshooting determined these events to be consistent with a user-induced slide tracking error. User error was the cause of these events. This report covers malfunctions only and excludes death and serious injury.